Event description:
It was reported that during pre-implant testing, interrogation of this device revealed an error message indicating the device was in safety mode. The device was not used and was returned for laboratory analysis. No patient was involved in this incident.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial inspection of the device case and header found no anomalies. Interrogation of the device confirmed the safety mode message displayed on the programmer screen. The device was not able to be interrogated with an engineering-level programmer and could not be removed from safety mode status. The device was connected to an oscilloscope and testing confirmed the device was pacing at 72.5 ppm, consistent with safety mode status. The device case was then opened to facilitate detailed analysis. The battery voltage was lower than expected (at 2.847 volts) and testing of individual power supplies revealed one power supply was running at an abnormal voltage. Microscopic inspection of the device's internal circuit board discovered an unbonded piece of foreign material bridging two capacitors. The foreign material could easily be removed from its position. Chemical composition testing indicated that the foreign material was composed of titanium, which is not found within the device's internal circuitry but rather is consistent with the titanium found in the device's outer case. Engineers concluded that the foreign material created a low resistance conduction pathway between the capacitors for two power supplies, including the anomalous power supply circuit previously identified during testing. The conduction pathway formed by the foreign material interfered with the device clock oscillators and led to an oscillator mismatch fault. Per its design, the device performed a reset in an attempt to correct the mismatch fault. Once the device experienced three oscillator mismatches and subsequent resets within a 48-hour timeframe, the device reverted to safety mode status.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during pre-implant testing, interrogation of this device revealed an error message indicating the device was in safety mode. The device was not used and was returned for laboratory analysis. No patient was involved in this incident.